Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an unrelated issue. During the procedure, the doctor decided to relocate the patient's ipg. Following the procedure, the patient's ipg was unable to be restored. Troubleshooting attempts via magnet and a software application upgrade were initially unsuccessful. The patient's ipg was later able to be restored after persistent troubleshooting attempts.